Event description:
Contact reported that during surgery, the surgeon was unable to place the setscrew into the screw head to secure the construct. Several were tried with the same result. He removed the screw and used another setscrew and it worked properly. The event did not impact the patient. As the delay in the case was in excess of 30-min. An MDR is filed to document this event.

Manufacturer narrative:
Implants have not been returned for evaluation at this time. When returned an evaluation shall be completed.